Event description:
Floseal was needed to control bleeding during surgical procedure. The product box is labeled sterile with notation, "unless opened or damaged, contents are sterile." Box containing items to be used is not sealed in sterile packaging. Product box opened by circulating nurse and contents removed by sterile-gloved scrub tech and placed on the sterile field. Contents of the box included gelatin matrix component that is in a closed sterile package, 2 vials; human thrombin and calcium chloride, and a 5ml syringe inside a sealed package.the non-sterile packages removed from the box were placed onto the sterile field. The sterile field was unknowingly contaminated. The labeling on the box that noted that the contents were sterile unless opened or damaged confused the staff opening the product for use. ======================manufacturer response for hemostatic matrix, floseal hemostatic matrix======================the manufacturer has acknowledged the information and will be investigating.